Event description:
It was reported the programmer makes loud noises and crashes. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm system crash; programmer remained powered on during extended bench testing showing no signs of crashing or locking up. Analysis found the ECG (electrocardiogram) connector is loose on a pcb (printed circuit board) assembly and the common mode/wrist electrode functional tests are out of specification; resolved by replacement and calibration of the pcb assembly. System fan is noisy and printer clicks when printing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.